Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective eeprom u6. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging she was unable to check her blood glucose due to her onetouch ultralink meter displaying an "error 1" error message. Per the onetouch ultralink user guide, this message may mean there is a problem with the meter. The following complaint was classified based on information obtained from the cca (customer care advocate) documentation. The patient claimed the alleged issue began at approximately 12:06pm on the same day she contacted lfs for assistance. The patient claimed that prior to the alleged issue, she was experiencing symptoms of "weakness, felt low and like she needed to eat." The patient reportedly manages her diabetes with humalog insulin through pump therapy and continued with her usual diabetes management routine in response to the alleged issue. She reportedly self treated her symptoms with food/drink at approximately 2:30pm on the same day. No other device was used for testing. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The patient was directed to medtronic's for product replacement and the subject meter was requested to be returned. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.